Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that intermittent occlusion alarms occurred. During system check with tandem technical support, the root cause could not be determined because the customer declined to fill and load a new cartridge. Reportedly, customer will change pump supplies to address the issue. Customer's blood glucose was no less than 400 mg/dl.